Event description:
It was reported that during the initial implant procedure after components were implanted, the doctor scoped the patient. There was found to be erosion at the artificial urinary sphincter (aus) cuff site. All device components were removed. The procedure was canceled. No further complications were reported.